Manufacturer narrative:
The manufacturer was notified of this event via patient tracking, and is in the process of attempting to obtain further information. Device disposition not presently known.

Event description:
The manufacturer was notified that an annuloflex af-836 was explanted.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. As the device was not received for analysis, no further investigation can performed at this time. The manufacturer made several attempts to follow up, but was unable to obtain any additional information about this event. Given the limited information available, the event was reported in a conservative manner. However, there is no indication of device deficit from the available information, since annuloplasty rings are frequently explanted for reasons related to the patient anatomy and not to the device. Therefore, there is no known device problem at this time. Should additional information be received in the future, appropriate investigative actions will be taken. Device not available for return.